Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion restenosis in the left circumflex (cx). The 2.5x8.0mm nc trek rx balloon dilatation catheter (bdc) was prepared with no noted issues and attempted to be used for vessel pre-dilatation; however, during the first inflation, the balloon ruptured at 11 bar [approximately 12atmospheres]. The bdc was removed and a 2.5x8mm non-abbott bdc was used to complete the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.